Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The annex b and c codes were updated.

Manufacturer narrative:
The reported event was addressed with phone support. The issue was resolved after a reboot. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the right master tool manipulator (mtm) was drifting and the surgeon was unable to gain control of the instrument. The issue began while the surgeon's head was in the viewer and persisted even after the surgeon removed their head from the viewer. To complete the case, the surgeon operated from the second console. The technical support engineer (tse) recommended performing a system power cycle after the procedure. The procedure was completed as planned with no reported injury.